Manufacturer narrative:
The original equipment manufacturer (OEM) received the hrsv involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm the reported issue. The unit powered up with no image intermittently. Upon further testing, it was noted that the main board had an electrical defect, which contributed to the reported issue.

Manufacturer narrative:
Isi has not received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted ureteral re-implantation procedure, the image in the right eye of one of the surgeon side consoles (ssc) was lost. The customer continued the procedure with the second ssc. An intuitive surgical, inc. (Isi) technical support engineer (tse) requested the nurse to clean the blue fiber cable multiple times, reseat it, power cycle the system, and swap the cable with the other ssc but the issue persisted. The procedure was completed with the second ssc. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse changed out the personality module surgeon console (pmsc) board; however, the issue persisted. The fse then replaced the high resolution stereo viewer (hrsv) to resolve the reported issue. The pmsc is a module that consists of 5 interface boards. The high resolution stereo viewer is located on the surgeon side console and provides the 3d image captured from the endoscope inserted in the patient.